Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pf injector, and the injector tore a haptic during insertion. The lens was removed and replaced with another iol without any pt injury. The pt's current prognosis is good.